Event description:
It was reported while using bd syringe luer-lok¿ 20 ml there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: according to procedure, at the end of the batch we submit the abnormalities found. All abnormalities were found before use and thus no patients are involved. Damaged tip: 2 crooked scale: 13 ink spots: 4.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-jun-2023 h6: investigation summary it was reported there was a damaged tip, crooked scale and ink spots. To aid in the investigation, nine samples bulk packaged in three plastic bags were received for evaluation by our quality team. One bag has " scale" and thirteen samples, the second bag has "ink issue" with four samples and the third bag has "tip" with two samples. A visual inspection was performed with 10x magnification. In the "scale mark" bag two samples have the number 20 of the graduation scale with some distortion and one of these samples had about fifty percent of the scale graduation lines skewed. While the scale marking lines of the graduation scale have fifty percent good printing, the numbers are legible and is considered an imperfection. When this is detected in the process inspections, the samples are accepted, and a request is put in to fix the variation. The remaining eleven samples in the "scale mark" bag have no defects or imperfections. In the "ink" bag the four samples have black specks of embedded degraded resin. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. In the "tip" bag, one sample has the luer damaged and the other sample has embedded degraded resin in the luer tip. The damaged tip can occur if there is a jam during the assembly process. A device history record review was completed for provided material number 301031, lot 1356497. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd syringe luer-lok¿ 20 ml there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: according to procedure, at the end of the batch we submit the abnormalities found. All abnormalities were found before use and thus no patients are involved. Damaged tip: 2. Crooked scale: 13. Ink spots: 4.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.